Event description:
It was reported that the pt did heavy lifting during a move. The pt had also previously lost weight. The pt experienced return of pain and symptoms of withdrawal the next day. A dye study was attempted, but the hcp was unable get cerebrospinal fluid. Surgery was performed. It was noted that the catheter was twisted several inches at the spinal segment. The catheter was untwisted and cerebrospinal fluid flow was good. The pump was replaced and a portion of the catheter was removed and replaced. Per the reporter: "it is assumed pt's activity during move caused excess catheter (due to weight loss) to retreat to spine and twist up causing occlusion; loss of medicine". The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Catheter.